Event description:
Injury. The doctor performed an ankle arthroscopy using a 2.5 mm aggressive plus cutter and a 3.0 mm hooded bur, both of which flaked very badly. The pt returned today ((B) (6) 2008) with a severe infection and the doctor is under the impression that the metal flakes may be a possible cause of the infection.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4).